Event description:
The following article was received based on a literature review: article: ahmed to baerveldt glaucoma drainage device exchange in pediatric patients a retrospective study was done to report outcomes of exchanging the ahmed gdd for a baerveldt gdd in children with refractory glaucoma. A total of 12 eyes of 10 patients underwent superotemporal ahmed fp7 to baerveldt 350 gdd exchange (abbott medical optics). At final follow-up, 3 eyes of 3 patients were deemed failures. Two eyes of 2 patients (patient 6 (right eye) and patient 7 (left eye)) required transcleral cycloablation for plate encapsulation. One patient (patient 8) was lost to follow up for 2 years after the gdd exchange surgery, and returned with a chronic funnel retinal detachment and dislocation of the crystalline lens into the vitreous (left eye). Additional surgery was unsuccessful and the eye eventually became phthisical. A copy of the article is provided with this report. This file is to capture the event for patient 8. Separate reports will be submitted to capture the events for patient 6 and patient 7.

Manufacturer narrative:
Section a2: age and date of birth: 11 years old. Average age of 8.8±3.6 years (median 8.3, range 2.6¿13.9). Section b3: date of event: jul 11, 2023 (date article was published). Section d4: model number: unknown, as the serial number was not provided, only provided as 350. . Section h3 - other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: jacobson, a., bohnsack, b.l. (2023). Ahmed to baerveldt glaucoma drainage device exchange in pediatric patients. Bmc ophthalmol. 23(1):310. Doi: 10.1186/s12886-023-03074-1. An attempt was made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.